Event description:
It was reported that the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing during atrial arrhythmias. No intervention was performed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.